Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a radiofrequency ablation procedure a cancellation occurred due to an error message. With a patient prepped on the operating table an error message was displayed on the generator that could not be cleared. The generator was restarted and connected to different outlets but the issue was not resolved. The procedure was cancelled with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported error message and subsequent cancelled procedure could not be determined.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. No accessories or original packaging was available for inspection. Ac power was applied to the rf generator and a controller not responding error message was displayed. Additional diagnostics isolated the root cause of the fault to the stimulate/central processor unit (cpu) board. The stimulate/ cpu board was temporarily replaced, and normal operation was restored to the system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the stimulate/ central processor unit circuit board.